Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton. A visual inspection of the baton was performed and no abnormalities were discovered. The reported fault could not be reproduced. The baton was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was manipulated. A delay in the procedure of a few minutes occurred while a backup avl baton and monitor were obtained. No harm to the patient or user was reported.